Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle devices was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. A posterior foot separation was found during evaluation of the returned device. The location of the detached foot is unknown; however, it was not noted to be missing upon removal of the device from the patient. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed posterior needle to cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed posterior needle to cuff miss. The separated foot was not noted during removal of the device. Additionally, there was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. Therefore, it likely occurred during post procedure handling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.